Manufacturer narrative:
The device was not returned, therefore the post-operative CT scans and product design were evaluated. The complaint was confirmed through the post-operative CT scans. The most likely underlying cause stated by the design vendor is incorrect resection of the bone for the left fossa: ¿post op CT scan data indicates left fossa resection did not match the planned resection resulting in the lateral placement of the right fossa component and causing an incorrect relation with the mandibular component.¿ there are no indications of manufacturing defects.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the investigation and the design evaluation.(B)(4)

Event description:
The sales associate reported during a bilateral tmj surgery, the right mandibular component did not fit properly. It was reported when the right custom tmj mandibular component was positioned on the ramus, the component head was too far medial for proper joint articulation with the fossa component. When the right custom tmj mandibular component was positioned to produce the desired articulation with the fossa component, the right custom tmj mandibular component did not lie flat on mandible. The mandibular component was noticeably proud of the bone. A bone graft would need to have been placed under the right custom mandibular component resulting in a less than stable implant. The attempted use of the right custom tmj mandibular component was abandoned by the doctor and a stock offset mandibular component was used instead. A sixty minute surgical delay was reported, no adverse events were reported as a result of the delay.